Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a stenosis in the left anterior descending artery with moderate calcification. A 2.5x20 mm trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion and failed to reach the desired position. An attempt was made to withdraw the bdc and the shaft separated into 2 pieces during withdrawal. Reportedly no resistance was noted during withdrawal and the site does not recall the location of the separation. An unspecified device was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure (calcification). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.